Event description:
It was reported that during a brain tumor resection conducted at the user facility the navigation software experienced an error and the system shut down, after which the case was completed without the use of navigation. No impact to the patient or clinically significant delays were reported with this event.

Manufacturer narrative:
The event description consists of the following three reported events: unconventional restart of the software, tools not automatically initializing after recovery, registration lost after recovery. The reported event of an unconventional restart of the software could be confirmed based on log file review. The log file indicates microscope connectivity issues throughout the case. The restart occurred approximately 2.5 hours after the last activity. More specific information as to why the unconventional restart occurred could not be determined.

Event description:
It was reported that during a brain tumor resection conducted at the user facility the navigation software experienced an error and the system shut down, after which the case was completed without the use of navigation. No impact to the patient or clinically significant delays were reported with this event.